Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty positioning the knot could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: it was reported that suture placement was attempted in a common femoral artery using two proglide devices via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve implantation procedure. The knot of the first proglide device was successfully tightened. Reportedly, the second proglide knot could not be pushed down enough, so the knot did not maintain the hemostasis. A surgical cutdown was performed to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, "the suture did not go down. The suture remained attached during removal of the device." Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.